Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('pregnancy (still birth or mscarriage) ectopic pregnancy') and perforation ('perforation: other') in an adult female patient who had essure (batch no. A34126) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 2 (B)(6) 2002, (B)(6) 2012, bacterial vaginosis, dysfunctional uterine bleeding, ovarian cyst and vaginal discharge. On (B)(6) 2012, the patient had essure inserted. In (B)(6) of 2016, the patient experienced pelvic pain ("pelvic pain"), nausea ("nausea"), dizziness ("neurological conditions or problems type: dizziness") and fatigue ("fatigue"). In (B)(6) of 2017, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced perforation (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), back pain (" back pain"), hypersensitivity ("hypersensitivity"), psychological trauma ("psych injury"), alopecia ("hair loss") and headache ("headaches") and was found to have hormone level abnormal (" hormonal changes") and weight increased (" weight gain"). Essure treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device, perforation, dysmenorrhoea, pelvic pain, abdominal pain, back pain, hypersensitivity, psychological trauma, alopecia, hormone level abnormal, headache, nausea, weight increased, dizziness and fatigue outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, alopecia, back pain, dizziness, dysmenorrhoea, ectopic pregnancy with contraceptive device, fatigue, headache, hormone level abnormal, hypersensitivity, nausea, pelvic pain, perforation, psychological trauma and weight increased to be related to essure. The reporter commented: plaintiff received treatment for pain, psych injury right: 3 trailing coils were then confirmed left: 3 trailing coils in cavity. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - in (B)(6) of 2015: total bilateral occlusion, tubes were blocked completely both sides. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received. New events: ectopic pregnancy under essure device, dizziness and fatigue were added as events, hsg results were added, the previously reported event ¿ plaintiff did not underwent essure confirmation test¿ was deleted. Essure insertion date was updated. Patient's medical history was added. Lot number received. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('pregnancy (still birth or mscarriage) ectopic pregnancy') and perforation ('perforation: other') in an adult female patient who had essure (batch no. A34126) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 2 ((B)(6) 2002, (B)(6) 2012), bacterial vaginosis, dysfunctional uterine bleeding, ovarian cyst and vaginal discharge. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain ("pelvic pain"), nausea ("nausea"), dizziness ("neurological conditions or problems type: dizziness") and fatigue ("fatigue"). In (B)(6) 2017, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced perforation (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), back pain (" back pain"), hypersensitivity ("hypersensitivity"), psychological trauma ("psych injury"), alopecia ("hair loss") and headache ("headaches") and was found to have hormone level abnormal (" hormonal changes") and weight increased (" weight gain"). Essure treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device, perforation, dysmenorrhoea, pelvic pain, abdominal pain, back pain, hypersensitivity, psychological trauma, alopecia, hormone level abnormal, headache, nausea, weight increased, dizziness and fatigue outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, alopecia, back pain, dizziness, dysmenorrhoea, ectopic pregnancy with contraceptive device, fatigue, headache, hormone level abnormal, hypersensitivity, nausea, pelvic pain, perforation, psychological trauma and weight increased to be related to essure. The reporter commented: plaintiff received treatment for pain, psych injury right: 3 trailing coils were then confirmed left: 3 trailing coils in cavity diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - in (B)(6) 2015: total bilateral occlusion, tubes were blocked completely both sides. Lot number:a34126, manufacturing date:2012/07, expiration date:2015/07 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-apr-2021: mr received : reporter added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation: other') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo any confirmation test.". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain (" back pain"), hypersensitivity ("hypersensitivity"), psychological trauma ("psych injury"), alopecia ("hair loss"), headache ("headaches") and nausea ("nausea") and was found to have hormone level abnormal (" hormonal changes") and weight increased (" weight gain"). Essure treatment was not changed. At the time of the report, the perforation, dysmenorrhoea, pelvic pain, abdominal pain, back pain, hypersensitivity, psychological trauma, alopecia, hormone level abnormal, headache, nausea and weight increased outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, headache, hormone level abnormal, hypersensitivity, nausea, pelvic pain, perforation, psychological trauma and weight increased to be related to essure. The reporter commented: plaintiff received treatment for pain, psych injury quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received. This case become incident. Reporter information added. Previously reported event injury to herself were updated to dysmenorrhea (cramping), pelvic pain, abdominal pain, back pain, hypersensitivity, psych injury, perforation: other, hair loss, hormonal changes, headaches, nausea, weight gain, plaintiff did not undergo any confirmation test no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('pregnancy (still birth or miscarriage) ectopic pregnancy') and perforation ('perforation: other') in an adult female patient who had essure (batch no. A34126) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 2 ((B)(6) 2002, (B)(6) 2012), bacterial vaginosis, dysfunctional uterine bleeding, ovarian cyst and vaginal discharge. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain ("pelvic pain"), nausea ("nausea"), dizziness ("neurological conditions or problems type: dizziness") and fatigue ("fatigue"). In (B)(6) 2017, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced perforation (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), back pain (" back pain"), hypersensitivity ("hypersensitivity"), psychological trauma ("psych injury"), alopecia ("hair loss") and headache ("headaches") and was found to have hormone level abnormal (" hormonal changes") and weight increased (" weight gain"). Essure treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device, perforation, dysmenorrhoea, pelvic pain, abdominal pain, back pain, hypersensitivity, psychological trauma, alopecia, hormone level abnormal, headache, nausea, weight increased, dizziness and fatigue outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, alopecia, back pain, dizziness, dysmenorrhoea, ectopic pregnancy with contraceptive device, fatigue, headache, hormone level abnormal, hypersensitivity, nausea, pelvic pain, perforation, psychological trauma and weight increased to be related to essure. The reporter commented: plaintiff received treatment for pain, psych injury. Right: 3 trailing coils were then confirmed. Left: 3 trailing coils in cavity. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - in (B)(6) 2015: total bilateral occlusion, tubes were blocked completely both sides. Lot number:a34126, manufacturing date:2012/07, expiration date:2015/07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-mar-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.